Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of right ventricular (rv) lead capture. The patient was being left ventricular (lv) paced at high outputs during this time. Subsequently, the patient underwent a revision procedure and were downgraded to a pacemaker only system. The rv lead was surgically capped and abandoned and the crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be reproduced during laboratory testing. This product was confirmed to be operating within specifications upon return.